Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the beginning of a routine hemodialysis treatment, the patient's venous needle infiltrated. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to an access needle infiltrate. The user's guide provides adequate instructions for performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.